Event description:
Procedure type: hysterectomy. According to the reporter: initially, the pt had surgery for excision of abdominal wall mass, reconstruction or wound with permacol implant and hysterectomy. Re-operation occurred in 2009 when pt returned to the hospital, and an ind was performed. It was found that the tissue contained mrsa and e coli. Implant was not removed, and the pt was discharged the following month.